Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2022, the patient underwent a tka surgery. During the surgery, when the package of the product was opened, it was found that the plastic cover of the bottle for monomer had been broken. The surgery was completed successfully with no surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: device associated with this report was received for examination. The photo investigation can confirm the reported allegation, the plastic cap, covering the cement bottle is damaged. The retained samples were tested in a temperature and humidity-controlled laboratory. The cement mixed and behaved as expected for the product type and met appropriate specifications. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: device history reviewed: (B)(4) non-conformance on this lot number; no impact on cement performance. Final micro and sterility tests passed. Product met all quality control acceptance criteria. (B)(4) units released. Lot expiry date: 30 jun 2023.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.